Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer was stuck and failed. The customer reported that that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) found the drawer failed due to a broken spring and discovered the spring on the ground. The fse replaced it with a new hard stop, fixed damage to the retractor bands, and aligned all drawers. The scanner cable was also reported broken, and the station was updated with new revision. The drawer was recovered, started up, and tested successfully. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility name e1. - (B)(6) hospital.